Event description:
Patient was treated in 04. Thermage was notified of adverse event about 101/2 month. At about four months post treatment the patient developed depressions (dimpling) on forehead. The depressions are more prevalent on the right side than the left according to the patient. The patient has not returned for doctor follow-ups since february 2005. An attempt was made to call patient at last known home phone number. The home phone number was disconnected and the new number was unpublished.